Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120246.

Event description:
It was reported that the patient presented with high pacing impedance exhibited by the right ventricular lead. Programming adjustments were discussed. However, no interventions were reported. The lead remains in service. The were no further adverse patient consequences. No further information was available.